Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component. It is reported by the patient's counsel that the patient received the implant on (B)(6) 2014 and is experiencing pain. The patient also received a tm patella on (B)(6) 2014. As of this notification, the patient has not been revised for either component. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.